Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that two patients with bloodgroup ab showed false positive reactions in reverse grouping with erytypecell a1&b on tango optimo. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product. Therefore, our quality control laboratory tested the retained erytypecell a1&b sample with different controls and donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytypecell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.